Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off on one patient sample generated by the unicel dxc 600i clinical system. The result was reported out of the laboratory. The initial sample repeated as well as a second sample was run on the same unit and lower results within the normal reference range were obtained. The initial sample was run on the initial unit and lower result was obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Collection device and centrifugation information have not been supplied to date. Per the cf the volume of sample collected was appropriate. Qc and system check data have not been supplied to date. Per the cf, technicians in the lab had noted "level sense errors" on the close tube accession (cta) attached to the system used to run the initial patient sample. The customer was experiencing issues with the close tube accession (cta). A bci field service engineer (fse) checked the cta probe, all alignments, cleaned the instrument, and performed a passing carry over run. The fse also noted the level sense cable insulation started breaking and ordered a replacement to be installed at a later date. Fse verified repairs per established procedures.